Event description:
It was reported that during a scheduled catheter change procedure, upon removal of the catheter, the flexima catheter was eroded. Another catheter was placed and there was no injury to the pt. This device has not been received for evaluation. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date in this lot number. However, without evaluating the device co is unable to determine if the device met its specifications. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.